Event description:
It was reported that the right ventricular (rv) lead exhibited a malfunction. The lead was capped and replaced. The patient tolerated the procedure well and returned to recovery room in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).